Manufacturer narrative:
During the quality investigation testing overheating was duplicated. Further investigation revealed a damaged core drive shaft. The bearings and the drive shaft were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repairs due to overheating during a procedure. No adverse consequence was associated with the event. The procedure was completed successfully with another device without any procedure delays.